Event description:
The report received from the affiliate states that the balloon of the cypher stent delivery system (sds) ruptured during inflation. The stent was expanded when the balloon ruptured. When the sds was being retrieved, the implanted stent migrated. Therefore the stent was post-dilated in the vessel and a second stent was placed to treat the entire lesion. The patient's age was unknown, but was a male. The target lesion was proximal left circumflex (B)(4). The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. Pre-dilation with a bc (2.0mm) was conducted and cypher select plus (2.5/13mm: complaint product) was delivered to the target lesion, but the cypher select plus was caught on the vessel at the ostium of lcx due to calcification and flexion. Therefore, additional pre-dilation was conducted and the physician managed to deliver the cypher select plus to the target lesion. When the balloon was being inflated up to 8atm, the pressure of the inflation device decreased. The physician tried to re-inflate the balloon, but contrast medium leakage under cag was observed and so the physician confirmed the balloon of the cypher select plus ruptured. Then, the physician retrieved the sds of the cypher select plus from the patient, but the under-expanded stent was dragged and migrated approximately 5mm toward proximal portion of the target lesion. Therefore, post-dilation was conducted and a des (promus: size unknown) was additionally implanted distal to the cypher select plus.

Manufacturer narrative:
The physician was planning a stent implantation, but consequently two stents were implanted so the distal portion of the lesion would not remain untreated. It is unknown if these stents were protruding from the target lesion. Post-dilation using the kissing balloon technique and ivus were conducted and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product is not available for evaluation and testing. Concomitant devices: inflation device: sheen man, gw: runthrough, gc: launcher, bc: lacrosse, quantum maverick, tazuna, sheath: terumo's, stent: promus. Conclusion: the information states that the balloon of the cypher stent delivery system (sds) ruptured during inflation. The stent was partially expanded, however when the sds was being removed, the stent moved. Therefore the stent was post-dilated at the site of the vessel where it moved and a second stent was placed to treat the target lesion successfully. The patient's age was unknown, but was a male. The target lesion was the proximal circumflex (B)(4). The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. Pre-dilation with a bc (2.0mm) was conducted and cypher select+ (2.5/13mm) was delivered to the target lesion, but the cypher select+ was caught on the vessel at the ostium of lcx due to calcification and flexion. Therefore, additional pre-dilation was conducted and the physician managed to deliver the cypher select+ to the target lesion. When the balloon was being inflated up to 8atm, the pressure of the inflation device decreased. The physician tried to re-inflate the balloon, but contrast medium leakage under cag was observed and so the physician confirmed the balloon of the cypher select+ ruptured. Then, the physician retrieved the sds of the cypher select+ from the patient, but the under-expanded stent was dragged and moved approximately 5mm towards the proximal portion of the target lesion. Therefore, post-dilation was conducted and another des (promus: size unknown) was additionally implanted distal to the cypher select+. The physician was planning a stent implantation, but consequently two stents were implanted in order to completely treat the lesion due to the inaccurate placement result of the cypher stent. Post-dilation using the kissing balloon technique and ivus were conducted and the procedure was finished successfully. The sds will not be returned for analysis due to the patient's infectious disease. Additional information received indicated that there were no anomalies noted when the product was removed from the package. The product was properly inspected and prepped and there were no anomalies noted prior to use. There was no difficulty flushing the device. The contrast to saline ratio used was not known but it was reported that a 1:1 ratio is usually used. The brand of contrast used was unknown. The inflation device used was a sheen man. There was difficulty tracking the product to the lesion due to the calcification and flexion. There was no excessive force used to withdraw the device from the patient. Procedural films were not available for review. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Without the product or procedural films available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the events. However, there are possible vessel characteristics (calcification and flexion) and procedural factors (tracking difficulty) that may have contributed to the events. Based on the information available for review and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.